Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) customer called to report over temp, the pup was rebooted and the message disappeared. The patient was reported as stable.

Event description:
N/a.

Manufacturer narrative:
Additional contact information: +(B)(6). A getinge field service engineer evaluated the iabp unit and examined the fault logs and ran compressor output test and monitored temperature. Could not duplicate the issue. Will return with compressor and front end board to install. He returned on 3/10 and installed front end,compressor, temperature sensor, and all filters as a precautionary measure due to pump overheating. Calibrated front end board circuit to specifications. Unit passed all functional and safety tests per factory specifications, returned to customer and cleared for clinical use. The defective components were received for further investigation. The failure analysis and testing dept. Received the temperature sensor, muffler ,pcb, front end, scroll compressor for evaluation. They performed a visual inspection of all parts and found the parts to be in good condition except for the front end pcb, observed white residue on the pcb, front end. Based on past experience, this residue is consistent with saline. CAPA has been initiated to address this issue. Due to the saline observed, this board cannot be investigated any further by the fat dept. This saline poses a risk to the test fixture. The fat dept. Installed the temperature sensor , muffler, muffler, 1/8 npt , compressor, into the cardiosave test fixture serial number and tested the parts to factory specifications per cardiosave service manual part number 0070-00-0639 revision r. After approximately five hours of run time , the fat could not replicate the failure experienced by the customer. The parts passed testing. Retaining the parts in the fat dept. Per procedure number 0002-07-d008 rev. Ap. The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.